Manufacturer narrative:
The insulin pump received with missing segment/partial display due to cracked and bleeding lcd glass. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump was bumped or dropped the day of the call while the customer was playing football and the screen has a black stain. They tried a new battery but display issue persists. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.